Event description:
It was reported that the rotaburr became stuck within the lesion, the rotaburr and rotawire were difficult to remove, the procedure was aborted, the patient went to surgery then later died during surgery. A 2.00mm peripheral rotalink plus atherectomy catheter burr and a peripheral rotawire guidewire were selected for use in a tibial atherectomy procedure. The patient was being treated at an outpatient facility. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified peroneal artery. The devices were advanced to the lesion and atherectomy was performed with a set rotational speed of 180,000rpm. The burr stalled and became lodged into the peroneal artery. The burr could not be removed from the peroneal artery. At the time the burr became stuck in the peroneal artery the patient experienced a vasospasm which may have played a role in the burr becoming stuck within the peroneal artery. The procedure was cancelled and the patient was transferred via an ambulance to the hospital to have the devices removed surgically. The peripheral rotawire guidewire was removed but the patient experienced a cardiac event including myocardial infarction. During the burr removal, the patient died. The burr was not recovered. There was no postmortem performed on the patient.